Event description:
It was reported during an avm procedure, the guidewire inside the balloon could not be fixed into the y-connector (unknown manufacturer) and slipped back. Blood refluxed back into the balloon lumen and the balloon not able to be deflated. The balloon catheter was reported remaining in the patient. The patient status was reported as 'stable' and being on watch.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was reported to be retained in the patient.